Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a patient sample using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros troponin I es precision testing performed was within acceptance limits, indicating that the vitros 5600 integrated system was operating as intended at the time the higher than expected result was obtained. Based on historical quality control data, there was no indication the vitros troponin I es reagent issue contributed to the event. However, the level 1 control used by the customer does not adequately evaluate performance of the vitros troponin I es reagent with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue cannot be entirely ruled out as a contributing factor. Pre¿analytical sample handling could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacturer¿s recommendations for sample processing. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample (0.261 ng/ml vs. Expected result of <0.012 ng/ml) using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I es result was reported from the laboratory; however a corrected report was subsequently issued for this sample. There was no allegation of patient harm as a result of the event. (B)(4).